Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had button error alarm. The customer's blood glucose level at the time of incident was 58mg/dl. The customer treated the low with juice. Troubleshoot was conducted. The customer was advised the pump would have to be replaced. The customer declined replacement pump at this time.